Event description:
Ous MDR - after an implantation duration of approx. 125 months it was reported, that the lead was capped and replaced due to a gradual increase of the pacing impedance to > 3000 ohms and a gradual increase of the pacing threshold to 7.5 v @ 1.5 ms.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The investigation is thus based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mol2. The ICD was implanted for almost 61 months and 20 charging cycles were recorded to the ICD memory. The memory content of the device was analyzed, confirming the clinical observation. However, there was no indication of an ICD malfunction. At a next step, the ability of the ICD to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the lead under complaint was not returned for analysis. The memory content as well as the therapeutic functionality of the ICD were inspected. A thorough analysis of the ICD proved the device to be fully functional. However, the integrity of the lead cannot be assured based on the information available for analysis. There was no indication of a material or manufacturing problem of these devices.